Manufacturer narrative:
Device eval: the eval has not been completed. The customer did not report a lot number for the suspect device. A review of the device history record and complaint database could not be completed without the device lot number. A f/u report will be submitted when the eval has been completed. Method: device history record and complaint database could not be reviewed. Conclusion: a f/u report will be submitted when the eval has been completed.

Event description:
The rotator broke during a left ventricular injection at 800 psi. There was spray. The attending physician was sprayed twice. The customer did not provide a lot number. No harm or injury was reported. This is one of three reports for this event: 1721504-2011-00099, 1721504-2011-00100.